Event description:
Pt reported to patient advocate one week post discharge that they had surgery for removal of retained i.v. Cannula. Hospital nursing staff did not notice any problems when the i.v. Was discontinued and removed from the pt. The pt was instructed by the patient advocate to return the portion of the cannula along with the operative report from the surgeon to hospital.